Event description:
It was reported that while infusing a heparin bolus of 3969u, the channel "stopped and started beeping channel error". 39ml of the 100ml bolus had infused at the time of the channel error. Physician and pharmacy was notified. There was patient involvement but no reported harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, returned to manufacturer on. Additional information: imdrf annex a, g, c, d codes and manufacturer narrative. Investigation summary: the reported complaint that the pump module had a channel error (240.4150.0) was confirmed through the review of the logs and through laboratory testing. ¿ a review of the suspect pump module error log showed error code 240.4150.0 occurred on the reported date of 14 may 2024 at 12:06 pm. ¿ the last known infusion prior to the channel malfunction occurred on 14 may 2024 at 12:02 pm, when the suspect pump module (s/n: (B)(6)) was selected and programmed at a rate of 999ml/hr and vtbi of 99.225ml. A channel malfunction (240.4150.0) occurred at 12:06 pm. ¿ laboratory testing replicated the reported channel malfunction 240.4150.0. ¿ it was observed that the suspect fso bottle-side pressure sensor¿s zero offset voltage (0.9206 v) was outside the range of the manufacturer¿s zero offset voltage output (1.00 volts +/- 0.050 volts). ¿ analog sensor testing observed that the voltage increased to rail voltage (4.85v ¿ 5v) when light pressure was applied to the sensor; however, the voltage did not return to the zero offset voltage when the pressure was release and was stuck at the rail voltage (4.9743 v). ¿ replacement of the faulty pressure sensor observe no channel malfunction during functional testing. ¿ inspection of the pressure sensor observed the sensor to be in good condition with a date code determined to be 1440 (october 2014), making it approximately ten (10) years old. ¿ the administration set was not received for investigation; therefore, it could not be inspected or tested. ¿ pressure sensor tip sheet cautions the clinician to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pump module had a channel error (240.4150.0) was determined to be a faulty fso pressure sensor. Note that imdrf annex a040502, a0404, a0401, a1801, c07, c0601, c070606, c17, d01, d07, d02, d15, g02017, g04037, g04067, g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while infusing a heparin bolus of 3969u, the channel "stopped and started beeping channel error". 39ml of the 100ml bolus had infused at the time of the channel error. Physician and pharmacy was notified. There was patient involvement but no reported harm.

Event description:
It was reported that while infusing a heparin bolus of 3969u, the channel "stopped and started beeping channel error". 39ml of the 100ml bolus had infused at the time of the channel error. Physician and pharmacy was notified. There was patient involvement but no reported harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.